Event description:
On (B)(6) 2009, stryker biotech received a report from a physician in (B)(6) who stated that he had observed wound healing problems and postoperative inflammation in patients who had received op-1 putty. Surgery dates and pt info was not provided. In his report, the physician stated that he did not know whether the inflammation and wound healing problems were related to the use of op-1 putty. Additional info has been requested.